Event description:
We received a report that during the implantation of a tecnis (B)(4) the posterior capsule broke. Additional information was requested but not received.

Manufacturer narrative:
Additional information was received when the intraocular lens (iol) was returned to the manufacturer. On the outside of the box it was noted that a vitrectomy was performed. (B)(4). The intraocular lens was returned to the manufacturer. Visual inspection revealed that the lens has surface residuals (debris/particles) compatible with handling the lens out of a sterile environment. Based on the investigation no cosmetic defects related to manufacturing were found in the returned lens. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the report were generated. All pertinent information available to the manufacturer has been submitted. Placeholder

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.